Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for an aortic aneurysm using gore® excluder® iliac branch endoprosthesis (ibe) devices and gore® dryseal flex introducer sheath. After placement of the iliac branch component(ibc) on the left side, a 12 fr sheath was inserted from the patient¿s right side and advanced over the aortic bifurcation to proximal to the left internal iliac gate of the ibc. When attempting to secure the sheath, it was confirmed that the multilayer tubing of the sheath¿s saline infusion/valve port had been separated, resulting in blood leakage. The sheath was replaced with another one, and the procedure was completed without further issues. The fsa reported that interference with instruments such as forceps may have been a possible cause of the port tube separation.

Manufacturer narrative:
Emdr section h6, codes c19, d1002 updated to reflect results of product history review and product evaluation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Engineering evaluation, the device evaluation showed the following: the sheath valve inflation system was missing a portion of tubing and the inflation stopcock valve. The remaining portion of the inflation system confirmed tubing mechanical damage to include tubing delamination. The root cause of the observed sheath valve inflation system damage of the gore® dryseal flex introducer sheath could not be determined with the available information. Based on the available information, there is no indication of a manufacturing deficiency.